Event description:
The complainant alleged that during a routine shift check by a clinician, they received a "defib fault 85" on power up. The complainant indicated that there was no pt involvement in the reported malfunction.